Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as the device logs were unable to be retrieved. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge, despite being plugged into multiple cables and adapters. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's bg level ranged from 126-148 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.